Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding the patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient was unable to connect communicator with implant. The rep assisted the patient in attempting to connect but were unsuccessful. The physician was notified. The issue was not resolved. Further information was going to be gathered (B)(6) 2021. Surgical intervention had not occurred but was planned for (B)(6) 2021. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was scheduled for implant on (B)(6)2021. When patient arrived at the surgery center she was apprehensive and questioning whether or not she was going to proceed with the full implant. The rep spoke with her regarding therapy and results during trial phase emphasizing the minimum 50 percent improvement that must be seen to warrant the permanent. The rep suggested a stage 1 to the patient in order to give her a longer trial period with the permanent lead in place. The patient expressed a desire for a stage 1. The hcp spoke with the patient after the reps conversation and she and the patient determined to move forward with the full implant instead of the stage 1. Patient has a pain stimulator and the rep instructed pt to turn off pain stim. The rep programmed the samsung patient controller with the implant using the communicator. There were no issues with programming. The rep had another rep,in the field with them. The rep set the program at p1 @ 0.5volts. During surgery, the rep asked the healthcare professional if she wanted to check impedances prior to closing and she said no. The rep asked her a second time and she stated ¿I never check impedances because the one time I did, the pt got infected.¿ the rep replied that is extremely unusual, the communicator is placed in a sterile ultrasound cover so the sterile field is uncompromised. Impedances were not checked. Following the procedure, while the patient was in recovery, the rep was unable to connect the samsung to the communicator. The rep told the hcp and asked if the dressing could be removed, as the rep believed it could be hindering the communication. Attempted again after dressing removed and same result. The rep went back to the hcp and informed her and told her they believed the implant may be too deep in the pocket, as they also could not palpate the device other than one corner of the device. The hcp said to have patient follow up with her office the next day. The hcp stated it was due to swelling and possibly too much lidocaine and she was not taking pt back to or. The rep instructed recoveryroom nurse and also told patient. The following day, patient and husband showed up at the hcp¿s office and staff did not understand why pt was there. Staff called a different rep and she explained the situation. Staff instructed pt there wasn¿t anything they could do and sent her home. The rep f ollowed up with pt with a phone call and they were not happy. The rep instructed pt to call them when she got home and she <(>&<)> I would attempt again to get a connection. Pt called three days later and we were unable to make a connection. The rep then followed up with the hcp. She in turn reached out to another rep, who is no longer with the manufacturer, and he called another rep. The rep contacted the hcp and she instructed rep to see patient in office as rep said it could be the pt controller/communicator. The rep attempted to contact pt yet was unable to reach her. An hcp, at implanting hcp¿s office, called the rep and asked what was going on because the pt had called the office and wanted to be scheduled for surgery. The rep explained the situation and told hcp that the pt lived far and was upset the last time they drove to the office and was sent home. The rep told her that the hcp wanted another rep to see patient to check her communicator and she could do that in office or to avoid two trips, be scheduled for a pocket revision and her device would be checked before her procedure. Patient went to plano surgicare on thursday, (B)(6)2021 and was scheduled for a 9 am procedure. The hcp texted rep at 8:56 am wanting to know who was covering her case, then texted never mind another rep is here. The entire situation was discussed with 3 different reps. The plan was to check the patient controller/communicator prior to any procedure being done. Before the rep was able to check the patient the staff had the patient in the or intubated. At that point the rep switched out pt communicator with an extra communicator she had and it made a connection. Therefore, surgery was not performed and patient was extubated. The rep reporting this was not present the day of surgery and this is second hand information from two other reps.